Event description:
Patient reported obtaining a blood glucose result, sometime last month, of 662 mg/dl (device's reading range is 10 - 600 mg/dl). Patient noted that the value is saved in the device's memory. No patient injury was reported. Technical support requested the return of the suspect device and replacement product was shipped.